Event description:
The physician was attempting to flush the sheath without success. The doctor threaded a wire through the sheath and stated that he felt like he punctured a membrane. The sheath and wire were removed without injuring the patient.